Event description:
Can no longer perform work. Lasik eye surgery. Vision is blurry and painful despite spending over (B)(6)/mo on potential remedies and having weekly follow ups. I would never have had this elective procedure if I knew this was even a possibility. I'm a single independent adult. I would be really interested in possible avenues for a resolution. FDA safety report ID #: (B)(4).